Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is they repaired the leak on the pe valve tubing, on the sieve bed tubing, and on the product tank tubing.